Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Iit was reported that the ipg was end of life and as such surgical intervention took place where the ipg was replaced, and therapy was restored.